Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2015-06868 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator displayed error code 20004. There was no negative patient impact.